Manufacturer narrative:
Information regarding the serial number was requested from the field representative. The field representative stated that the serial number is unknown.

Event description:
It was reported that this pacemaker exhibited noisy signals during a procedure. The physician was unconcerned about this issue as all parameters were within range. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the pacemaker oversensed the noisy signals, which resulted in pacing inhibition. The device remains in use. No adverse patient effects were reported.